Manufacturer narrative:
Annex f coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Event description:
Information was received from a patient's representative (rep) regarding an implantable neurostimulator. The reason for call was patient rep stated that the handset was not working properly. Patient rep stated the handset disconnects all by itself and the up button does not work. The issue began a few weeks ago. Patient rep mentioned that this happens all the time and that the rep was able to fix the issue in that room and all that day. Patient rep then mentioned the next day everything was off. Patient rep also mentioned that the patient doesn't think that the therapy was turned on for the patient. Patient rep said the patient uses group c used to go up to 5.2 but it's only going to 4.8 now and they are getting a message that therapy increase is not available. Patient rep added that group d doesn't go past 4.80 either and the patient can't feel the stimulation working at all. Patient rep mentioned the patient met with rep last week, they don't know what the rep did and there was a group d added to their therapy. Patient tried all weekend to make adjustments and turn it off and on but nothing seemed to help. Patient rep mentioned the patient had a fall on saturday where the patient fell on their face and the patient's back was sore after the fall. Agent walked patient rep through adjusting the stimulation in group a, b, c and d and the handset showed therapy increase not available when [patient rep tried to increase the stimulation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information from the rep indicated that they were not aware that the patient had falls. When they previously met with the patient, they gave them a new program and the issue was resolved. The rep will be meeting with the patient again. Additional information was received from the manufacturer representative (rep). Rep reported that the patient (pt) had oors on the majority of their electrodes. Pt reported they had a fall. An x-ray was taken and did not show any remarkable charge from the pt's initial implant image. Pt is being scheduled for a lead replacement. The information provided had been confirmed/provided by the physician.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 29-aug-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.